Manufacturer narrative:
MDR 3003442380-2024-00713 - device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the infusion set cannula was bent. The patient's blood glucose level was noticed between 180-230s mg/dl within 3 hours of insertion. Patient stated that the site areas are close to her pant area and it may be getting nudged while she is moving around at work. The customer replaced infusion set and resumed insulin deliveries successfully.. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.